Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: at 18:10, (B)(6) 2022, the nurse found that the indwelling needle hose was not airtight and the product quality was not qualified, resulting in blood leakage in part of the catheter tube. The indwelling needle was replaced immediately to soothe the patient's emotions. Meanwhile, the nurse returned the needle and reported the situation to the manufacturer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo and one sample were received by our quality team for evaluation. Leakage testing was performed on the returned sample and leakage was observed in the middle of the extension tubing. After examination under a microscope, the leakage site shows a trace of squeezing and a slight convex in the middle. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. After an analysis of the damaged position and state of the extension tubing, this defect may be caused by an abnormal loading gripper jaw. The gripper jaw has been replaced from a nylon material gripper jaw to a stainless-steel material gripper jaw and the cylinder has been replaced with a more stable cylinder. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: at 18:10, (B)(6) 2022, the nurse found that the indwelling needle hose was not airtight and the product quality was not qualified, resulting in blood leakage in part of the catheter tube. The indwelling needle was replaced immediately to soothe the patient's emotions. Meanwhile, the nurse returned the needle and reported the situation to the manufacturer.